Event description:
New information notes the device was returned on (B)(6) 2014.

Event description:
It was reported that the pulse generator exhibited backup vvi mode while still in the box. The device would be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found the pulse generator in backup vvi mode, due to a single parity error that occurred.